Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t7. It was noted that an asymptomatic cement extravasation occured at the superior disc. No patient complications or adverse events were reported. No additional information was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.